Manufacturer narrative:
The two samples were returned to the plant containing approximately 115ml of fluid in the bladder. Visual inspection on the two samples via the naked eye shows no evidence of fluid coming out at the luer when the luer cap was removed. Microscopic inspection on the luer shows the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause was air bubbles blocking the fluid path inside the lumen of the glass capillary. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors had no-flow issues. The devices were filled with ceftazidim. There was no patient involvement. No additional information is available.